Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged and the pump could not be charged properly without the usb cable being maneuvering into the charging port at a certain angle. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.